Event description:
It was reported that the poly liner was exchanged because it was too tight.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the poly liner was exchanged because it was too tight.

Manufacturer narrative:
The patient is (B)(6). An event regarding revision surgery due to reduced rom involving a triathlon insert was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history, follow-up notes, and device lot identification information are needed to complete the investigation for determining root cause.